Event description:
Boston scientific received information that an unknown patient was being upgraded to our bi-ventricular device from a competitor's device. The device was unable to be interrogated. The patient's name and model/serial number are unknown at this time. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Event description:
Additional information indicated that our device had been replaced with a competitor's device. Once a competitor's programmer was utilized, the device was successfully interrogated.

Manufacturer narrative:
If additional information is received, this report will be updated.